Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The test strips have been used and are not available to be returned for evaluation. No product available to be returned.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 307 mg/dl and 83 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.